Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, during a revision of stabilization with explantation of the verse system and the plivos cage. The subsequent reimplantation of solera medtronic screws of larger diameter and implantation of the t pal cage occurred. The stem of the screws were positioned on level s1 and implanted in a previous operation on the same patient in another hospital was broken. This report is for one (1) 5.5 exp verse fen scr 6.0x30. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h4, h6: part 199723630s, lot 201007: a manufacturing record evaluation was performed for the finished device no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: june 19, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.